Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Receiver charged and passed boot up. Testing was performed on the receiver functional test station, and relevant testing passed. Pairing/calibration/performance/range test passed. The receiver log was downloaded and reviewed, however, loss of connection was not confirmed within the investigation window. Confirmation of the complaint was not confirmed via product. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.